Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that the patient almost died during the first attempt of removing her pain pump and catheter. Per the patient's daughter, the doctor botched the first surgery and was no longer allowed to practice at the hospital". The event occurred "a long time ago". The drug in the pump, the patient's pertinent medical history/other medications, the date of the event, clarification regarding the event, troubleshooting performed and actions/interventions taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.